Event description:
It was reported for a all-in-one empty cont w/conn. (1000 ml), that there was an unknown amount of particles found. The event occurred before use. There was no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.evaluation summary: visual inspection of the returned, unused sample was performed. The inspection had verified the presence of particulate matter inside the fluid path. The cause of this issue was related to a manufacturing process issue. A CAPA has been opened to address this issue.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.this complaint is related to (B)(4).